Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right atrial (ra) lead exhibited high capture threshold. High capture threshold was further confirmed via threshold test prior to the generator changeout procedure. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.